Manufacturer narrative:
The biomed was able to test the vs30 and confirm the nbp is intermittent. A quote was provided for a replacement nbp pump assembly. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the device will not read blood pressure readings consistently; works for a while then it fails intermittently. The staff reported intermittent low readings on the nbp (non-invasive blood pressure). The staff swapped out the vs30. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
The rse recommended replacement of the nbp pump assembly and provided the appropriate part identification. It was subsequently determined that the customer¿s biomedical team (biomed) would carry out the replacement. A quote was provided and follow-up efforts were made by philips, including reminder emails requesting additional information and confirmation; however, no response was received from the customer. The product malfunction was unable to be confirmed because the customer did respond to requests for additional information. As a result, the product malfunction could not be definitively confirmed due to the lack of additional data. Nonetheless, based on the available information, the likely root cause remains a faulty nbp pump. A review of the device¿s service history indicates that no similar issues have been reported since this event.